Manufacturer narrative:
Replacing the power supply with another resolved the issue. No patient harm was reported.

Event description:
The nurse reported that the central nurse's station (cns) display screens shut down, due to a ups failure.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer nurse stated that cns device's screens have gone blank. The computer tower does not have any lights on it. When nk tech support assisted customer in connecting the device to a new power source, the issue was resolved. The cause of the issue was determined to be ups failure. On (B)(6) 2018, nk tech support called customer to confirmed if the ups had been replaced. Customer did not have this information. Cns was working at the time. Further information was not provided. Service requested: troubleshooting. Service performed: assisted customer in determining the cause of the issue and resolved the issue by using alternate power source. Investigation result: the cause of the reported issue was due to ups failure. With limited information available regarding the ups, the root cause of its failure is unknown. A fishbone diagram generated to determine possible causes of ups failure. Please see attached file: "fish bone - ups.docx". Additional information: b4. Date of this report, f6. Date user facility/importer became aware of the event, f7. Type of report, f11. Date report sent to FDA, f13. Date report sent to manufacturer, g4. Date received by manufacturer, g7. Type of report. H2. If follow-up, what type? Additional information h3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The nurse reported that the central nurse's station (cns) display screens shut down, due to a ups failure.